Manufacturer narrative:
Follow-up # 1 ¿ (01/12/2015), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 1/5/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient¿s pharmacist contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2014 at approximately 23:20 at night, when a reading of ¿147mg/dl¿ was obtained using the subject meter compared to an unspecified result obtained using the patient¿s back-up onetouch verioiq meter, both readings taken within 30 minutes of each other. Although the results were not specified, the csr documented a difference of 206% between the subject device and the back-up meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter stated that the patient manages his diabetes using insulin and self-adjusts the dose. The reporter did not know if any change to the patient¿s usual diabetes management regimen was made in response to the result obtained. The reporter stated that the patient experienced symptoms of ¿convulsive shakes and he bit his tongue¿ ¿a few minutes after¿ the reading of ¿147mg/dl¿ was obtained. The patient was treated by glucagon injection by his mother and was taken to the hospital. It is not known if the patient¿s blood glucose was measured using another device at the hospital or if the patient received any further medical intervention due to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and that the test strips were not expired. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The patient¿s test strips have been returned on 1/12/2015 and evaluated by lifescan product analysis on 1/15/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 ¿ (03/06/2015) - correction. Follow-up #2 incorrectly stated the results of inital testing on test strips. The correct results readings can be found below:the test strips were found to have results greater than +50% of the control solution when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.